Event description:
It was reported that multivessel coronary artery disease occurred. On (B)(6) 2011, second obtuse marginal (om) was treated with a 2.25 mm x 12 mm ion drug eluting stent. On (B)(6) 2011, subacute stent thrombosis was observed at proximal left circumflex coronary artery (lcx) and was treated with a 2.25 mm x 16 mm ion drug eluting stent. On (B)(6) 2023, the subject underwent pet stress test due to chest pain which was positive. The subject was on aspirin and prasugrel. On (B)(6) 2023, the subject again came to hospital for chest pain and was scheduled for a cardiac catheterization. On (B)(6) 2023, the subject got admitted to the hospital and on the same day diagnostic coronary angiography revealed 50% in-stent restenosis from proximal left circumflex coronary artery (lcx) to mid lcx. The subject was diagnosed with multivessel coronary artery disease and revascularization was recommended. On (B)(6) 2023, coronary artery bypass graft surgery was performed with left internal mammary artery (lima) to distal left anterior descending (lad) and saphenous vein graft to first obtuse marginal (om), previously treated with 2.25 mm x 16 mm ion drug eluting stent at proximal lcx. On (B)(6) 2023, the event was considered as resolved and the subject was discharged on the same day with dapt.